Event description:
It was reported that the burr became stuck on the rotawire. A 1.75mm rotapro and rotawire were selected for use. The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire on dynaglide mode. During procedure, the maximum rotational speed was 200,000rpm. During removal of the devices, it was noted that the burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with these devices. There were no patient complications were reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed and fully reinserted with no resistance or issues. The rotapro device was found to be damaged during testing, but this damage did not impact the ability of the rotawire to be inserted or removed from the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr became stuck on the rotawire. A 1.75mm rotapro and rotawire were selected for use. The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire on dynaglide mode. During procedure, the maximum rotational speed was 200,000rpm. During removal of the devices, it was noted that the burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with these devices. There were no patient complications were reported.